Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of event is estimated. The referenced pump exchange was reported under medwatch MFR report# 2916596-2015-01898. (B)(4). Approximate age of device - 1 year, 6 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced stroke in (B)(6) 2017 and was hospitalized for approximately 5 days. No information was provided regarding stroke symptoms, treatment rendered, or if there are any residual effects.